Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
Additional information requested and received. No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic appendectomy- "case performed at 8pm. When deploying the bag, the bag fell off the shaft before flicking the string off the handle. It wasn't noted that the handle required and stronger force than normal to deploy. It wasn't noticed that the bead malfunctioned. The string/loop was still attached. Didn't notice the metal prongs being exposed. There was no injury or associated illness to the patient during or after the event". Add info received via email from applied medical team member october 2, 2016 - the bag fell of during deployment. The metal prongs weren't exposed before placing the shaft through the trocar, and wasn't exposed before deployment. The surgeon is not a new inzii user. More than one unit was used in both procedures and they were from the same batch. For (B)(4), the bag completely fell of the prongs on deployment. The metal prongs were exposed at deployment. Add info received via email from applied medical team member september 19, 2016 - type of intervention- "awaiting further information from the surgeon. The surgeon managed to place the appendix in the bag that had fallen off, but required extra work/fiddling to open the bag". Patient status - patient is healthy.